Manufacturer narrative:
The manufacturer previously reported information alleging that a "high inspiratory pressure" alarm occurred while a ventilator was in use on a patient. The ventilation volume was reported to be lower than 200 ml against the setting of 400 ml. The issue was reported to the local call center and the customer was advised to replace the circuits. The customer replaced the circuits and the reported symptom still remained. The patient was reported to receive ambu until a philips sales representative replaced the device. The philips sales representative confirmed that no patient harm or injury occurred. The device was returned to the manufacturer for evaluation. Review of the device's downloaded log files concluded that no device problem was found. The device passed all testing and was found to operate as designed.

Manufacturer narrative:
The manufacturer previously reported information alleging that a "high inspiratory pressure" alarm occurred while a ventilator was in use on a patient. The ventilation volume was reported to be lower than 200 ml against the setting of 400 ml. The issue was reported to the local call center and the customer was advised to replace the circuits. The customer replaced the circuits and the reported symptom still remained. The patient was reported to receive ambu until a philips sales representative replaced the device. The philips sales representative confirmed that no patient harm or injury occurred. The device was returned to the manufacturer for evaluation. Review of the device's downloaded log files concluded that no device problem was found. The device passed all testing and was found to operate as designed. A corrected report is being filed as section b: adverse event or product problem, was reported as "both" on the initial report. It has been corrected on this report and selected as "product problem" only. In addition, "outcomes attributed to ae" is listed as "none". Section h, "type of reported complaint" was selected as "serious injury" on the initial report and has been updated to "product problem" on this correction report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a "high inspiratory pressure" alarm occurred while a ventilator was in use on a patient. The ventilation volume was reported to be lower than 200 ml against the setting of 400 ml. The issue was reported to the local call center and the customer was advised to replace the circuits. The customer replaced the circuits and the reported symptom still remained. The patient was reported to receive ambu until a philips sales representative replaced the device. The philips sales representative confirmed that no patient harm or injury occurred. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.